Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer set separated from the tubing. This issue was further described as ¿t-set rubber and plastic parts are separated¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer set separated from the tubing. This issue was further described as ¿t-set rubber and plastic parts are separated¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with mincap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.